Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with oral medication. The power issue began on (B) (6) 2010. The pt did not take any action at the time of concern. Reportedly, 25 minutes after the onset of the product issue, the pt developed symptom of "sweaty." The pt did not receive any treatment. During troubleshooting, the customer care advocate noted that the product was being used for the first time, there was no product misuse, and the meter powers on with the test strip and the power button. This complaint is being reported because the pt claimed he developed symptom that can be associated with hypoglycemia 25 minutes after the product issue began. Replacement products were sent to the pt.